Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer changed out the cartridge, infusion set and infusion set site and no additional occlusion alarms occurred. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.